Event description:
During attempts to advance an endovascular stent to the target lesion site in the pt's proximal right renal artery, the stent became lodged on an eccentric plaque of calcified atheroma in the abdominal aorta and as a result the stent partially dislodged off the balloon catheter. The balloon catheter and stent were withdrawn into the iliac artery and the balloon catheter was then removed. The stent was successfully retrieved with a snare wire. Another stent was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.